Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that there were several patients with difficult placements ranging from difficulty removing the stylet to clogging or kinking and having to be replaced with a new tube. Upon follow up with the initial reporter on (B)(6) 2019 the number of patients and incidents is not able to be quantified.